Manufacturer narrative:
The returned device was returned for evaluation. The returned device was visually examined, and the following was observed valve was found crimped over inflation balloon area, kink on balloon shaft due to packaging, balloon was found torn at I/c bond location, two compression marks were found at flex shaft approximately at 3 and 6 cm respectively from flex tip, and minor gouges were observed at flex tip. Functional testing was performed and the following was observed able to perform full valve alignment (unlocked, pulled to warning marker, locked, and completed fine adjust). No resistance felt. Additionally, locknut/collet force measurements were taken of the returned device and met specification. Double-wall thickness measurements of the crimp balloon were taken, and measured components were within specifications. The reported events were confirmed by evaluation of the returned device . However, no manufacturing non-conformance was identified during the evaluation. As reported during the procedure, the fine valve alignment was difficult and the valve was not correctly align on the balloon. The ds was then delocked to win some movement to finish the alignment. This alignment was done in the straight section of the aorta. After that, at the moment of the valve deployment, the inflation procedure started but the balloon did not inflate and the valve did not open and after the withdrawal, it was observed that the balloon was torn at proximal part, in the opposite side of the yellow nosecone. An existing technical summary has documented the potential root causes for valve alignment difficulty including alignment in non-straight section of anatomy, which can create high alignment forces as well as tension build-up, leading to torn balloon. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event. While it was reported that the valve alignment was performed in a straight section of anatomy, evaluation of the returned device revealed gouges on flex tip. The gouges suggest that the valve alignment could have been performed in a tortuous vasculature (non-straight section), causing the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and dive into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher than normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Additionally, the compression marks noted on flex shaft, suggestive of high alignment forces, which could have resulted in crimp balloon tearing prior to thv deployment via separation of the inflation to crimp balloon bond (I/c bond). The technical summary outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with the issue. There are several 100 percent in process inspections (visual) performed in manufacturing process and product verification testing (function and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. Review of available information suggests that patient factors (tortuosity) and procedural factors (valve alignment in non-straight section, high alignment forces) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifescience affiliate in france, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach; during the procedure, the fine valve alignment was difficult and the valve was not correctly aligned on the balloon. The delivery system was unlocked for some movement to finish the alignment. This alignment was done in the straight section of the aorta. During valve deployment, the inflation procedure started but the balloon did not inflate, and the valve did not open. The devices were removed as a unit without any difficulty. After the withdrawal, it was observed that the balloon was torn at proximal part, in the opposite side of the yellow nosecone. A new valve was prepared and implanted at the correct location. The patient did not suffer any injury and was noted to be stable. As per picture provided, balloon torn was observed.

Manufacturer narrative:
Investigation is underway.